Event description:
It was reported that during a laparoscopic mini bypass a strange clicking sound occurred when the closing trigger was -60% closed. The normal clicking sound, which signaled proper device closure and locking, was also heard. Thus the surgeons proceed with firing. This surgeon reported the firing was not as smooth as usual. It was hard to achieve "plastic to plastic". However, the device stuck on the tissue after firing. The surgeon needed to press down the release button and applied great force to bring the triggers apart. The cutting line was completed. The staple lines did not form properly and ligation was not achieved. Another device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.